Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg54000 serial (B)(4)), pentaray catheter (model# unknown lot# unknown), webster coronary sinus catheter (model# unknown lot# unknown), soundstar catheter (model# unknown lot# unknown), baylis medical transseptal needle (model# unknown lot# unknown). (B)(4)

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of ablation phase, while the soundstar catheter was in the coronary sinus, the patient became hypotensive and a pericardial effusion was confirmed. Pericardiocentesis was performed and yielded 200 ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient has since fully recovered. Medical history includes 2 prior ablation procedures. Factors cited that may have contributed to the adverse event include a history of two prior ablations and the patient has a large dilated heart. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a baylis medical transseptal needle. There is no sheath information. Power was set at 30-40 watts. There is no information regarding power titration. Overall ablation time at the site of injury (the coronary sinus) was estimated to be less than 2 minutes. There is no information regarding the last ablation cycle time at the site of injury. Irrigated catheter was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 200-300 seconds, with one reading of greater than 350 seconds. There is no information regarding spi value. Smarttouch catheter was in close proximity to the coronary sinus catheter that was positioned in the coronary sinus. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did indicate to re-zero the catheter via alert 87.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/18/2018. At that time the lot number (177368875l) was able to be retrieved. In addition, on june 4, 2018, the manufacture date (2017/10/02) and expiration date (2018/10/01) were received. The corresponding fields of this report have been updated. The device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. An irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area, the irrigation tubing was found occluded with reddish material however, no damage was observed on the tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The root cause of the irrigation tube damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).